Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the tip of the bd plastipak¿ concentric luer lock syringe broke off during use. The following information was provided by the initial reporter: "tip of 50ml bd plastipak syringe has snapped off/shattered and became lodged in reverse luer-lok of ropivacaine single-infuser ball this pm when ns were filling."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for evaluation?: yes. D.10. Returned to manufacturer on: 6/22/2021. H.6. Investigation: four unused syringes and one photo of the impacted product were provided to our quality team for investigation. Through visual inspection of the photo, the tip is observed to be completely detached from the syringe, no other visible defects can be observed. Upon evaluation of the unused devices that were returned, no damage or molding defects were observed in the tips and all tips are firmly attached to the syringe. A device history review was performed for reported lot 2010110, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. There have been no changes in the materials or process used to manufacture this product that may have contributed to the reported failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including tip and thread verification testing. All results were reviewed for lot 2010110 and found to be within specification. Based on our investigation and given the device records did not identify any failures related to this incident, we are not able to determine a root cause related to our manufacturing process at this time.

Event description:
It was reported that the tip of the bd plastipak¿ concentric luer lock syringe broke off during use. The following information was provided by the initial reporter: "tip of 50ml bd plastipak syringe has snapped off/shattered and became lodged in reverse luer-lok of ropivacaine single-infuser ball this pm when ns were filling.".